Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured the fallopian tube and migrated"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and epilepsy ("seizures (epileptic)") in an adult female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2010 to (B)(6) 2013. Concurrent conditions included depression, anxiety, breast reduction, carpal tunnel syndrome, and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, epilepsy (seriousness criterion medically significant), genital rash ("rashes in pubic area"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and malaise ("can't work ¿ sickness"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, nausea and fatigue had resolved and the epilepsy, genital rash, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and malaise outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, epilepsy, fallopian tube perforation, fatigue, genital rash, headache, malaise, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the tubes were removed bilaterally, and the coils were removed in their complete form. On (B)(6) 2018: previously reported insertion date of essure was (B)(6) 2013 and current follow up was updated to (B)(6) 2013. Diagnostic results: on (B)(6) 2013 patient underwent essure confirmation test resulted in total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record was received, reporter added, lot number added, event added as abnormal bleeding (vaginal), seizures (epileptic), rashes or skin conditions type: rashes in pubic area, migraines /headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, pain, can't work ¿ sickness. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured the fallopian tube and migrated"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and epilepsy ("seizures (epileptic)") in an adult female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2010 to (B)(6) 2013. Concurrent conditions included depression, anxiety, breast reduction, carpal tunnel syndrome and dysfunctional uterine bleeding. Concomitant products included clonazepam, diazepam (valium) and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced genital rash ("rashes in pubic area"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, epilepsy (seriousness criterion medically significant) and malaise ("can't work ¿ sickness"). The patient was treated with fluconazole (diflucan), topiramate (topamax), ondansetron, hydrocortisone, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation, dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, genital rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had resolved and the epilepsy, headache and malaise outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, epilepsy, fallopian tube perforation, fatigue, genital rash, headache, malaise, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the tubes were removed bilaterally, and the coils were removed in their complete form. On (B)(6) 2018: previously reported insertion date of essure was (B)(6) 2013 and current follow up was updated to (B)(6) 2013 diagnostic results: on (B)(6) 2013 patient underwent essure confirmation test resulted in total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of following events were updated from unknown to recovered / resolved: dysmenorrhea, dyspareunia, rashes, vaginal discharge and weight gain. Concomitant drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured the fallopian tube and migrated"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and epilepsy ("seizures (epileptic)") in an adult female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2010 to 16-may-2013. Concurrent conditions included depression, anxiety, breast reduction, carpal tunnel syndrome, dysfunctional uterine bleeding, uterine bleeding, memory loss, adjustment disorder and pap smear abnormal. Concomitant products included clonazepam, diazepam (valium) and sertraline. In (B)(6) 2013, the (B)(6) experienced nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced genital rash ("rashes in pubic area"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, epilepsy (seriousness criterion medically significant) and malaise ("can't work ¿ sickness"). The patient was treated with fluconazole (diflucan), topiramate (topamax), ondansetron, hydrocortisone, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation, dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, genital rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had resolved and the epilepsy, headache and malaise outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, epilepsy, fallopian tube perforation, fatigue, genital rash, headache, malaise, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the tubes were removed bilaterally, and the coils were removed in their complete form. On (B)(6) 2018: previously reported insertion date of essure was (B)(6) 2013 and current follow up was updated to (B)(6) 2013 . Diagnostic results: on (B)(6) 2013 patient underwent essure confirmation test resulted in total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured the fallopian tube and migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and menorrhagia outcome was unknown. The reporter considered fallopian tube perforation and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.